Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found the flex viewing pc was not operational. Review of system log file indicated a corrupted file from the flex viewing pc. The fse reconnected the cables and checked the leds on the pc, which appeared to be working correctly; however, the applications were not starting. To resolve the issue, the fse reinstalled the flex viewing pc. Afterward, the customer replaced the hard drive and installed the software on the flex viewing pc. The system was reloaded, the backup was set up, and then it was restarted. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.